Event description:
Pt reported the down button on the infusion device is not working. Pt is unable to lock the infusion device. Pt reported the issue had no influence on the pt's health. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.